Event description:
It was reported that one day post implant the ventricular lead exhibited no capture in bipolar configuration. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found damaged distal insulation due to over torque of distal coil inside the connector portion. This caused short circuit which resulted in the reported complaint.